Event description:
While preparing to decannulate the crescent catheter from the patient, the surgeon noticed the catheter had a gurgling sound. Upon visual examination he observed the crescent catheter was fractured and then ECMO was stopped. After decannulation of the crescent catheter, the surgeon used a cvc with swan-ganz catheter ro assist extraction of air. No injury was reported.

Manufacturer narrative:
The device has not yet returned to manufacturer. The reported problem has not yet been confirmed. Investigation is inconclusive at this time.